Event description:
It was reported that the implantable cardioverter defibrillator (ICD) patient had supraventricular tachycardia, where the device was not detecting any atrial activity throughout the event. The anti-tachycardia pacing (atp) therapy was unsuccessful, and shock therapy was provided that accelerated the rhythm. The patient only remembers two of the six shocks, so they are guessing the patient passed out. The p-waves during the episode were measured at 0.11mv, which was why they were not being detected by the device. It was noted that the past few months the atrial impedances and p-waves have been sloping down. The patient was not dependent, so the plan was to program to vvi since there was no way to avoid the device from sensing v>a. They also discussed to consider shortening blanking and extending initial duration in an effort to minimize this from occurring in the future. The lead remains in service.